Event description:
Co ultrasound machine was non-functional many times during a possible cryo-ablation procedure while pt was anesthetized. Probe involved was another device. Pt was under anesthesia much longer than necessary. Also needle placement for I 125 seeding was impaired.